Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted during testing. The insulin pump was also received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm after reinserting the battery. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that the numbers kept ramping up real fast while entering carbohydrates. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.